Manufacturer narrative:
Manufacturer ref#: (B)(4). Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. One photo accompanied the complaint file. In said photo, white residues can be observed on the distal body of the inflation device. No other deficiencies can be identified as the rest of the device is not shown in the photo. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed. This investigation was performed based only on the photo provided. At the moment, the availability for return of the device remains unknown; however, if the device returns, an assessment will be performed as per the conditions of the device returned. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of acclarent's quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, when the packaging of an acclarent balloon inflation device (bid30, lot unknown) was opened, it had a residue on it (as seen in the photos). No additional information is available.